Event description:
It was reported that, "the pt is enrolled in the accolade (B)(6) study. The site reported on a crf that the pt experienced start-up pain post-op. The site considered this event related to the device and noted that there was slow bone in-growth. No treatment was administered and the event was considered resolved as of (B)(6), 2010. This event was discovered during a review of data reports."

Manufacturer narrative:
This event was discovered during a review of data reports. If add'l info becomes available, it will be submitted in a supplemental report.